Event description:
It was reported that infusion set came off while sleeping. The event occurred on 05-mar-2026

Manufacturer narrative:
Initial 2 of 2. Name: tandem. Country: united states of america address ¿ line 1: (B)(6) address ¿ line 2: (B)(6). City:(B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.